Event description:
A facility reported that when turning the patient face down during an unspecified procedure, the mayfield composite series skull clamp (a3059) seemed to "lose locking" and became unstable. No patient injury or surgical delay has been reported.

Manufacturer narrative:
Mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: investigation of the returned unit showed that it had not been serviced in five years. The rocker arm assembly had up and down movement and the teeth were grinding in the unlocked position. To resolve all issues, all worn components were replaced with new parts, and general cleaning and maintenance were performed. Root cause: complaint confirmed via inspection of the unit. The unit had not been serviced in 5 years; thus, probable root cause is routine wear and lack of maintenance. It is recommended the mayfield devices be serviced annually. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.